Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose levels of 2.8 mmol/l. Customer reported hypoglycemia during insulin pump and sensor use. The insulin pump will not be returned for analysis.